Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two eddy irrigation tips broke during treatment; the broken pieces were retrieved and no injury resulted.

Manufacturer narrative:
After microscopic analysis the cross section revealed to have a kind of foam-structure. The reason can be a thermal effect due to an user misuse or the reason based on a manufacturing influence (material preparation like drying process). The operation team will check the parameters and the preparation of material process.